Event description:
The customer alleges the hyperinflation bag manometer is sticking.

Manufacturer narrative:
Product complaint cannot be confirmed as the product was not returned. This complaint will be closed pending product retrieval in order to close out the investigation. It is believed that the defect is caused by the manometer needle sticking rather than failure of the pressure control thumbwheel. Again, this cannot be confirmed.

Manufacturer narrative:
The investigation is on going and a supplemental MDR will be submitted once it is complete.

Event description:
The customer alleges the hyperinflation bag manometer is sticking.